Event description:
The user facility reported to terumo cardiovascular system, that prior to cardiopulmonary bypass surgery, washed packed red blood cells were added to the reservoir of the (B)(4) oxygenator unit. The washed red blood cells never drained through the reservoir. The reservoir was changed out. There was a loss of one unit of packed red blood cells. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).